Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin and cold insulin within the pump. Tandem customer technical support educated customer regarding insulin/cartridge use with the pump. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned